Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the sinus transversus using a penumbra smart coil (smart coil). It was noted that the patient anatomy was slightly tortuous. During the procedure, the physician experienced resistance while advancing the smart coil within its introducer sheath; therefore, the smart coil was removed. The procedure was completed using two smart coils and nine other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while attempting to advance the device through the introducer sheath. During functional testing, resistance was encountered as the pusher assembly mid-joint was advanced through the introducer sheath friction lock. After the mid-joint passed through the friction lock, the embolization coil was able to advance through the introducer sheath and a demonstration microcatheter without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.